Manufacturer narrative:
The revaclear 400 dialyzer involved in the treatment was discarded and not available for technical investigation. The lot number of revaclear dialyzer is unknown. Gambro could neither perform a lot history record check nor a complaint history file check as the lot number is unknown.

Event description:
A patient in (B)(6) was hospitalized following an allergic reaction that occurred during a dialysis treatment involving a revaclear 400 dialyzer. No additional information has been provided regarding this event.